Event description:
Patient was undergoing embolization treatment for 5mm wide-neck aneurysm in the ophthalmic artery of the left ica. Physician place a neuroform stent over the neck of the aneurysm and attempted to place penumbra pc400 coils through the stent using a px slim microcatheter for access. The first coil was deployed in the aneurysm and then retracted and redeployed. As the coil was redeployed the physician noted he felt resistance while advancing the coil on the microcatheter. The coil prematurely detached, but was able to be successfully positioned into the aneurysm. The physician attempted to deploy two more coil, but was unsuccessful due to poor catheter position. This product malfunction is not associated with any adverse events.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device implanted in patient.